Event description:
It was reported that there was elevated threshold at implant, and sustained failure to capture. The lead remains in use. No patient complications have been reported as a result of this event. The patient was noted to be part of the system longevity study.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694765 implantable tachy lead, (B)(6) 2009; 407652 implantable pacing lead, (B)(6) 2009. (B)(4).